Event description:
Literature reported pt presented with reflux. Add'l testing found that the "pt had left lobar pneumonia, in which the connecting catheter appeared as a linear structure within the consolidation. This may be due to migration of the connecting catheter through the diaphragm, piercing lung parenchyma."

Manufacturer narrative:
Add'l info regarding this product was requested from the reporter. The info has not been received by inamed. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Inamed is unable to determine what is meant by the reported event of "migration of the connecting catheter", until add'l info is received or the product is returned for analysis, the event will be addressed as connector leakage/breakage. Device labeling addresses leakage/breakage as follows: "caution: failure to create a stable, smooth path for the access port tubing without sharp turns or bends, can result in tubing breaks and leakage." Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."